Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultrasmart meter read imprecisely. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient reported a reading of 398 mg/dl on (B) (6) at 8 am. The patient said that at the time of the reading, she was deciding whether or not to eat and ended up skipping breakfast because, her reding was so high. She alleged that she became shaky at around 8:30 am and took another reading obtaining a result of 98 mg/dl. The patient said, she tests her blood sugar four times per day and adjusts her diet based on meter readings. The patient does not take any medications for her diabetes. She mentioned that she started using another meter after having inaccurate readings on the meter she reported. She says, she would have eaten normally if her result was around 120 mg/dl. According to her, a result of 85 mg/dl would cause her to "bottom out." According to the troubleshooting performed with the customer service, the unit of measure was set correctly at the time of testing. The patient's testing steps were correct. The test strips were within expiration dating. This complaint is being reported because, the patient alleged the meter read inaccurately, skipped her meal based on a higher than normal reading, and suffered symptoms that may be indicative of hypoglycemia shortly afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.